Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo pocket revision.

Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent pocket revision wherein two new extensions were implanted. The patient was doing well following the procedure.